Event description:
On (B) (6) 2010, the lay-user/pt contacted lifescan alleging that a one touch ultra 2 meter would not power on. The pt indicated that the alleged issue started on (B) (6) 2010, at an unk time. As a result of the alleged issue, the pt increased her metformin dosage(s) since (B) (6) 2010. On an unspecified date/time after the alleged issue began, the pt claimed that she developed a symptom of shakiness. The pt denied that she received treatment because of the alleged issue. The alleged issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms that can be associated with severe hypoglycemia after the alleged issue began.

Event description:
The report received from the field indicated that during an interventional endovascular procedure, the physician noted that during the procedure, the aviator plus 5.0 x 30 balloon catheter caught onto the side of the (unk) catheter sheath introducer (sci). The physician then attempted to retrieve the balloon catheter and during this attempt, the shaft of the catheter fractured (broke) in half. The broken piece of the product was successfully snared and was removed from the pt. The procedure was completed successfully. There was no reported pt injury. Add'l info has been requested but is not available at this time.

Manufacturer narrative:
The report received from the field indicated that during an interventional endovascular procedure, the physician noted that during the procedure the aviator plus 5.0 x 30 balloon catheter caught onto the side of the (unknown) catheter sheath introducer (csi). The physician then attempted to retrieve the balloon catheter and during this attempt, the shaft of the catheter fractured (broke) in half. The broken piece of the product was successfully snared and was removed from the patient. The procedure was completed successfully. There was no reported patient injury. Additional information has been requested but is not available at this time.the device was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15070194 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 15070194. Ca aviator plus subassembly lot 15068748 was reviewed and 21 units were rejected during the assembly of this lot. The device history record (DHR) review confirmed that the rejected units were properly segregated and discarded. It was observed during review that no nonconformance records were issued for this lot. No other incidents were noted that could be potentially related to the complaint reported. Based on the limited available clinical/procedural information and without the return of the device for evaluation, no conclusion can be made regarding the reported difficulty encountered during withdrawal of the aviator plus. The instructions for use cautions that if strong resistance is met during advancement or withdrawal of the balloon catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. Without the return of the device, no conclusion can be made regarding this reported event; however, based on the DHR, there is no indication that the reported events are related to the device design or manufacturing process. Procedural factors appear to have contributed to the catheter separation during attempted withdrawal. Therefore, no corrective action will be taken at this time.

Manufacturer narrative:
The product is not available for evaluation and testing. Add'l info will be submitted within 30 days upon receipt. A review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. Review of lot 15070194 revealed no anomalies during the mfg and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No non-conformance records were issued for this lot. No excursions were found for lot 15070194. Ca aviator plus subassembly lot 15068748 was reviewed and 21 units were rejected during the assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. It was observed during review that no nonconformance records were issued for this lot. No other incidents were noted that could be potentially related to the complaint reported.